Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a history of moderate ocular surface and lid disease was implanted with the light adjustable lens (lal, sn (B)(6), +19.5d) in the left eye on (B)(6) 2024. The patient presented approximately 5 months after the light delivery device lock-in 2 procedure complaining of visual disturbances and photophobia. The physician elected to explant the patient's lal (sn (B)(6), +19.5d) on (B)(6) 2025.